Manufacturer narrative:
(B)(4). The lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model za9003, implanted in the left eye of a male patient looked smokey two years after it was implanted. Acuity is great. This patient is aware of over-head glare in the left eye only. The right eye has the same implant, za9003, without glare, that is clear. There are no plans to explant the lens. There is no patient injury. No further information was provided.

Manufacturer narrative:
"A representative slit lamp photo was received from the physician that indicates the lens was discolored and not considered to have an occlusion as originally reported. The reported event is not considered a reportable malfunction as initially reported." The statement incorrectly included "occlusion." The "occlusion should be replaced with "opacification" as "opacification" was originally reported. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A representative slit lamp photo was received from the physician that indicates the lens was discolored and not considered to have an occlusion as originally reported. The reported event is not considered a reportable malfunction as initially reported. Device evaluation: the intraocular lens (iol) remains implanted; therefore a product investigation was not conducted. The customer's reported event cannot be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated. No non-conformance reports (ncrs)/deviations/discrepancies were issued during the manufacturing process of the production order. The review indicates that the product was manufactured and released according to specifications. A search revealed that this is the only investigation request generated under this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the historical complaint review, manufacturing record review, and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.